Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Although the clip caught on the guide tip issue could not be confirmed during returned device analysis, functional testing confirmed the sleeve steering issue. The investigation concluded that the reported sleeve steering issue was related to patient morphology/pathology. However, the investigation was unable to determine a definitive cause for the reported clip becoming caught on the guide tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report atypical movement when steering the second clip delivery system (cds) and difficulty removing the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed and the mr was reduced to >1. There was still a small jet; therefore, the decision was made to treat it with an additional clip. The second clip delivery system (cds) was advanced without issue; however, while steering to the valve with the m-knob, the device went upwards. The cds was retracted but became caught on the steerable guiding catheter (sgc) soft tip. Both devices were pulled to groin, and resistance was felt. A contrast injection was performed to see what the resistance was. It was found that the access site had been made through an internal vein instead of the femoral vein. The clip was advanced forward, and then successfully retracted in the sgc. The devices were then removed without resistance. Outside the anatomy, the devices were inspected and it was found that the alignment marker appeared to be 20 percent off. The mr was reduced to <1 with the one clip implanted. No further clips were attempted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.